Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was to be used during a biopsy procedure performed on (B)(6), 2011.according to the complainant, during unpacking and testing the device, it was noticed that one of the pull-wires had snapped/broken, and the forceps was not working properly. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was to be used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, during unpacking and testing the device, it was noticed that one of the pull-wires had snapped/broken, and the forceps was not working properly. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the device returned with one pull-wire broken. Material analysis revealed that the fractured part exhibited characteristics of a bending/tension overload event. No material anomalies were found. The device welding and riveting were found to be within manufacturing specification. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint; pull-wire snapped/broken. Based on the material analysis, the pull-wire fracture occurred due to a bending/tension overload event. Since there are controls in the manufacturing process that verify product integrity, the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).